Event description:
It was reported that the customer noticed that the basal rate on her pump changed on its own from 4.2 to 4.0. Customer stated that the health care professional changed the rate back to where it should be and will be checking it again at the next appointment. Customer also had a leaking silhouette after 1.5 days of use. Customer stated that the leak seems to be where the cannula connects to the hard plastic piece. Customer stated that the last incident was about 3 days ago. Customer's blood glucose level was higher than normal due to not getting the insulin she was supposed to be getting. Customer was advised of other locations to use. Customer mentioned that she is also 7 months pregnant. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.